Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 6 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the valve failed due to stenosis caused by leaflet thickening with a gradient of 45mmhg and valve area of 0.9cm. The patient underwent a successful valve in valve procedure with a 29mm sapien 3 ultra resilia valve. There were no complications. The patient was stable and discharged home.